Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 600 mg/dl and then went down to 400 mg/dl. The customer was assisted with troubleshooting. The customer did not mention any treatment and symptoms related to high blood glucose level. The customer reported that the sensor had problems with retracting the needles. Customer was not reporting that the sensor or introducer needle fractured while in the body. The device will not be returned for analysis.